Manufacturer narrative:
H.4: correction to device manufacture date from 08/02/2018 to 08/12/2018. The product was manufactured under product specification. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under material identification number (B)(4) and manufacturing lot number 8h00315 in c2. Lot number 8h00315 was packed on packaging machine p009 according to the instruction for packing and was sterilized. During in- process inspection test with focus on catheters squeezed in welding is carried out according to test method and visual inspection of welding catheters in peel pack. Review of the device history record showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No non-conformity related to the issue reported had been registered during the packaging process of the mentioned lot. No physical sample or photograph has been received to the complaint. A non-conformance has been opened. Five most probable root causes were identified during the investigation and will be addressed in a corrective/preventative action (CAPA) plan. The contributing cause identified during the observation will not be included in CAPA plan due to winding catheter standard process. Rc1: cavity is not spacious enough to compensate small deviations in shape. Rc2: not defined storing of the catheters in boxes ¿ there is definition in procedure for correct catheters storing in boxes actually. In production date of complained catheters there was effective procedure, with no exactly definition of catheters storing. Cc1: extrusion production process and bobbin construction. - it is standard process, so it will be excluded from CAPA plan. Cc2: neglect of the operator. Rc3: not proper method defined in the procedure. Rc4: any machine detection for catheter placement. Rc5: any machine detection for catheter squeezing in weld. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4); manufacturing site: (B)(4).

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that "the tip of catheter is welded into the pouch", "the product was opened when it was supposed to be used, and shortly after it was discovered that the product was caught in the weld". The product was not used on or by patient. No photo provided.